Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Investigation summary: event description: customer complaints about increased culture medium contamination after using ref. 240862 kit mycoprep 75 ml. Complaint history review: a review of past complaints on this product over the past 12 months does not indicate a trend on this issue. Device history record review: the review of the device history record did not indicate any discrepancies. All release testing was satisfactory, and no deviations were noted. Sample analysis: no photos or returns were available. An inspection of the retention samples was satisfactory. Evaluations results: based on the investigation, the complaint was not confirmed. There is no systemic failure in the manufacturing process, and the retention samples were satisfactory. No complaint trend is present on this issue with this product. Investigation conclusion: based on the evaluation of the investigation, the complaint was not confirmed. No further actions will be taken as no confirmed trend has been identified. However, bd will continue to monitor for trending. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.

Event description:
It was reported while using bd mycoprep¿ specimen digestion/decontamination kit, 75ml, an unspecified quantity of the culture medium was contaminated. There was no report of patient impact.